Manufacturer narrative:
This correction report is being submitted to update model and serial number.

Event description:
It was reported that this right ventricular (rv) lead had high thresholds and undersensing. The patient underwent a surgical intervention to deactivate the lead and implant a new product. The deactivated lead remains implanted. No additional adverse patient effects were reported.